Manufacturer narrative:
Date sent to FDA: 9/15/2020. Additional information: a1,a2,b7,d3,g1,g2. Additional b5 narrative: it was reported that the patient experienced recurrent symptomatic incisional hernia following surgery.

Manufacturer narrative:
(B)46. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted there was poorly incorporated old prosthetic mesh material. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information is provided.